Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection has shown that the positioning groove of the dhs/dcs screw is expanded and damaged. There are clearly visible impression marks form the wrench in the groove. Otherwise is the screw in a good condition without any visible damages. Functional test: the complained malfunction of not implant cannot be attached can be confirmed. Due to the deformation at the slot it is not possible to attach the plate, see also dimensional inspection. Dimensional inspection: checked dimensions with caliper per relevant drawing: outer shaft diameter below at the deformed groove checked and is damaged post-manufacturing outer shaft diameter below the groove checked and it passed distance flat surfaces checked and it passed drawing/specification review: the review of the manufacturing documents has shown that the returned dhs/dcs screw was manufactured in december 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The relevant features (flat surface distance and shafr diameter) were randomly inspected before the part left manufacturing site. Consequently, the damage occurred is determined to be post production/acceptance criteria. Investigation conclusion: the investigation of the dhs/dcs screw has shown that the positioning groove of the screw is damaged and widened up, this damage prevents the insertion of the plate. Therefore is the complaint rated as confirmed for the dhs/dcs screw. During the performed evaluation no manufacturing related issue could be detected. The relevant dimensions at the undamaged area were checked, and no deviation was detected. The type and extent of damage incurred indicates that the positioning groove has been widened up due to inadequate handling during use. In order to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the appropriate dhs/dcs wrench. In this relation also the dhs/dcs system surgical technique (dsem/trm/1114/0221 119475-190726 dsem 12/19) can be mentioned with following statement in section 10a screw in dhs screw: warning: to avoid damaging the instruments and the implant, tighten the connecting screw securely based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 280.000s. Lot: 28p2041 . Manufacturing site: balsthal. Release to warehouse date: 10.december 2019. Expiry date: 01. Nov. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a under right trochanteric fracture procedure, when checking the material before implantation the screw did not fit on the plate. Another plate and screw were used to complete the surgery. There was no consequence to the patient. Concomitant devices reported: 130 deg lcp dhs plate-standard barrel 6 holes/124mm-sterile (part number 02.224.206s, lot 6l14236, quantity 1). This report involves one (1) dhs/dcs lag screw 12.7mm thread/100mm-sterile. This is report 1 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4).